Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 65 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior history was inclusive of cardiac arrest and CPR, as well as being on inotropes, vasopressors, and a vent for respiratory needs. The cp was placed and the patient was sent to the ICU for monitoring. When arriving to the ICU there was ischemia signs, the patient had very faint doppler pulses. The pulses then became absent. Of note the contralateral foot pulses are also diminished. The physician was notified and an ultrasound was ordered for the left leg. The patient expired on the pump support after under 8 hours of support. The cause of death was not shared. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.